Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload had a full staple complement. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The first to the third firing with the powered handle were successful. The black release button of the adapter was stiff. The fourth cartridge was connected to the adapter, however, the cartridge indictor was not flashed. Re-connected the cartridge, the cartridge indicator flashed. Checked the jaws opening and closing, however, the jaws were articulated to the left without pushing any button, then the device stopped. Tried to return the jaws to the straight position and pushed the button, the device did not react at all. Replaced by a manual handle and the procedure was completed. There was no patient harm. The status of the patient is no problem.